Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿outcomes of endovascular repair confined to the ascending thoracic aorta: a systematic review and meta-analysis¿ dekort j, mandigers t, bissacco d, domanin m, piffaretti g, twine c, wanhainen a , van herwaarden j, trimarchi s, de vinentiis eur j vasc endovasc surg (2025) 69, 531e544 https://doi.org/10.1016/j.ejvs.2024.10.049 a.2 a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ outcomes of endovascular repair confined to the ascending thoracic aorta: a systematic review and meta-analysis¿ a systematic review and meta analysis was carried out examining the outcomes of endovascular repair of the ascending thoracic aorta . 94 studies were included. Unknown medtronic and non mdt stent grafts were implanted in the study population. Among the patient population the following malfunctions occurred: ia endoleak, unknown endoleak no further information was provided pertaining to medtronic products.